Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 20 mm long and 4 mm diameter target lesion was located in the severely tortuous and severely calcified left anterior descending artery near the left main artery. A 4.00 x 20 mm promus premier was advanced with difficulty, but failed to cross the tortuous lesion. The stent dislodged from the delivery system, but was removed from the patient body and the procedure was completed with a non-boston scientific device. There were no patient complications reported, and patient status was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 20 x 4.00mm was returned for analysis. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Device analysis found that the stent was not attached and not returned. The balloon cones were reviewed, and the balloon was in a deflated state. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.